Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative: based on the evaluation of the returned product, the provided information, and the complaint history review, the regurgitation most likely resulted from patient and/or procedural factors; however, a definitive root cause cannot be conclusively determined. H11: corrected data: updated section h6 (method)

Manufacturer narrative:
H3. Device evaluation: customer report of leaflet tear was not confirmed. Report of regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact. Minimal fibrin-like thrombotic material was encroached onto the tissue and into the orifice at the greatest distance of approximately ­­4mm on leaflet 1 at the outflow aspect and approximately 2mm on leaflet 2 on the inflow aspect. Minimal fibrin-like thrombotic material was observed on the stent circumference of both the inflow and outflow aspects. A suture remained attached to the sewing ring near commissure 2. H10. Additional manufacturer narrative: updated sections d10, h3, and h6 (method).

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Leaflet tears resulting from manufacturing/packaging nonconformances also have the potential to result in valvular dysfunction if not detected prior to implant. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this 21mm valve implanted in the aortic position was explanted four (4) days after implantation due to a tear on the leaflet at the right coronary cusp side leading to severe aortic regurgitation. As reported, indication for initial replacement was aortic stenosis. Reportedly annular calcification was present. A 21mm valve was implanted in replacement. As per echo review there is evidence of both central and paravalvular aortic regurgitation.